Event description:
It was reported that pump battery depleted faster than normal and did not hold charge. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, no troubleshooting or corrective actions were completed, and no additional information was received regarding the outcome of event.